Event description:
It was reported that the patient¿s blood glucose level rose above 250 mg/dl while wearing the pod for between 1 and 4 hours. Upon removal from the infusion site (leg), the pod¿s cannula was found to be blocked with blood inside the cannula. It was also reported that the patient received a hazard alarm.

Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone 14.6. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.